Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "vat had an outpatient placement in ir on 1/12 placing the PICC line. Per placer and the pt., there was difficulty in placing the securacath. The pt. Stated most of the procedure was painful and was complaining of burning at the insertion site after the dressing was applied. The thought was it was just insertion related issue and would resolve. The pt. Came back on 1/13 in the cancer center for an appt and was still having the burning sensation and it increased when the PICC line was flushed. The cancer center staff sent her to ir and ir called vat to come assess. The dressing was removed and both lumens were flushed with the pt. Not looking. The purple lumen flushed fine with no new issues or complaints from the pt. When the red lumen was flushed, the burning increased and normal saline leaked from the catheter and was visible rolling down the pt.'s arm. PICC line was exchanged and new securacath and dressing applied. Pt stated the line felt much better already. The pt. Was scheduled to receive chemo on the afternoon of 1/13 and she did after the PICC line was exchanged. The PICC line was kept to look over and there was a small slit about in the middle of the 2-3cm mark."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "vat had an outpatient placement in ir on 1/12 placing the PICC line. Per placer and the pt., there was difficulty in placing the securacath. The pt. Stated most of the procedure was painful and was complaining of burning at the insertion site after the dressing was applied. The thought was it was just insertion related issue and would resolve. The pt. Came back on 1/13 in the cancer center for an appt and was still having the burning sensation and it increased when the PICC line was flushed. The cancer center staff sent her to ir and ir called vat to come assess. The dressing was removed and both lumens were flushed with the pt. Not looking. The purple lumen flushed fine with no new issues or complaints from the pt. When the red lumen was flushed, the burning increased and normal saline leaked from the catheter and was visible rolling down the pt.'s arm. PICC line was exchanged and new securacath and dressing applied. Pt stated the line felt much better already. The pt. Was scheduled to receive chemo on the afternoon of 1/13 and she did after the PICC line was exchanged. The PICC line was kept to look over and there was a small slit about in the middle of the 2-3cm mark."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr d/l powerpicc provena catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed between the 17cm and 18cm depth markings. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges. ¿ planar shape to the fracture surface. The short time frame between the insertion date and the date of discovery suggests this damage likely occurred during insertion. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "vat had an outpatient placement in ir on 1/12 placing the PICC line. Per placer and the pt., there was difficulty in placing the securacath. The pt. Stated most of the procedure was painful and was complaining of burning at the insertion site after the dressing was applied. The thought was it was just insertion related issue and would resolve. The pt. Came back on 1/13 in the cancer center for an appt and was still having the burning sensation and it increased when the PICC line was flushed. The cancer center staff sent her to ir and ir called vat to come assess. The dressing was removed and both lumens were flushed with the pt. Not looking. The purple lumen flushed fine with no new issues or complaints from the pt. When the red lumen was flushed, the burning increased and normal saline leaked from the catheter and was visible rolling down the pt.'s arm. PICC line was exchanged and new securacath and dressing applied. Pt stated the line felt much better already. The pt. Was scheduled to receive chemo on the afternoon of 1/13 and she did after the PICC line was exchanged. The PICC line was kept to look over and there was a small slit about in the middle of the 2-3cm mark." Additional info. Received: "a. ¿vat had an outpatient placement in ir on 1/12. There was difficulty in placing the securacath. The pt stated most of the procedure was painful and was complaining of burning at the insertion site after the dressing was applied. The thought was it was just insertion related issue and would resolve. The pt came back on 1/13 in the cancer center for an appt and was still having the burning sensation and it increased when the PICC line was flushed. The cancer center staff sent her to ir and ir called vat to come assess. The dressing was removed and both lumens were flushed with the pt not looking. The purple lumen flushed fine with no new issues or complaints from the pt. When the red lumen was flushed, the burning increased and normal saline leaked from the catheter and was visible rolling down the pt.'s arm. PICC line was exchanged and new securacath and dressing applied. Pt stated the line felt much better already. The pt was scheduled to receive chemo on the afternoon of 1/13 and she did after the PICC line was exchanged. The PICC line was kept to look over and there was a small slit about in the middle of the 2-3cm mark.¿ ¿ what they¿re being treated for: cancer